Event description:
It was reported that the patient experienced twiddler's syndrome. The atrial lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory source report.